Manufacturer narrative:
The device was not returned to mmdg for evaluation, so an investigation could not be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have over infused at a rate that mmdg considers reportable. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing and that the programmed infusion was ending early. Mmdg followed up with the initial reporter, who did not report any adverse effects to the patient. (B)(4).